Event description:
It was reported that the distal tip ripped off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the sheath, 2.9mm operative inner, it was confirmed that the distal tip was broken and had a piece missing that was not received with the product. Also seen, were minor dings and scratches throughout the shaft. The probable root cause/s could be user mishandling or user excessive force.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal tip ripped off.